Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that when the field representative arrived, therapy was turned off and back on in order for therapy to be delivered again. This was done three times with no successful termination of the arrhythmia. The patient was transferred to a different hospital. No additional adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient was experiencing ventricular tachycardia (vt) at a rate of 120 beats per minute (bpm). The patient's implantable cardioverter defibrillator (ICD) was programmed to provide anti-tachycardia pacing (atp) in that zone, which they received. The vt continued at the same rate and therapy was no longer delivered. Boston scientific technical services (ts) discussed that therapy would not be delivered unless the rate changed. The boston scientific field representative was going to assist in the event. No additional adverse patient effects were reported. The system remains in service.